Event description:
It was reported that a 6f angio-seal vip was deployed post procedure. The patient was taken off angio-max after the procedure. Two days later, the patient ambulated then felt lightheaded. A groin hematoma was not seen. The patient was brought to CT, where an internal hematoma was seen on the scan. The patient later went into cardiac arrest and died. The cause of death was reported to be retroperitoneal bleeding. The physician stated that the event was not caused by the angio-seal, but he believes the posterior side of the artery was punctured.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) instructs the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed. The angio-seal device instructions for use (IFU) states that a single wall puncture technique should be used. The posterior wall of the artery should not be punctured.